Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the 85% stenosed and calcified distal left circumflex (lcx) coronary artery. The quantum maverick monorail balloon ruptured at 20 atms during the second inflation. The number of atms reached on the initial inflation is unk. The procedure was completed with another manufactures high pressure balloon. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.